Event description:
It was reported that alarm 65 (non-recoverable system error) occurred in an arctic sun device. Alarm 65 meant non-recoverable system error -unable to enable pump power (monitor processor). As per follow up information received on 06nov2023. They repaired the device on the customer site. The issue was resolved. And the reported problem was alarm 65. It was due to processor circuit card. After replacing processor circuit card, device was tested. The water didn¿t cool down. Mixing pump and chiller pump was defective. Therefore, they replaced mixing pump and chiller pump. The issue was resolved. Replaced processor circuit card, mixing pump and chiller pump. First, they did swap test to find the defective part. And found processor circuit card problem. And functional test was conducted. But it failed in cooling. Chiller pump problem and mixing pump problem was found. No patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that alarm 65 (non-recoverable system error) occurred in an arctic sun device. Alarm 65 meant non-recoverable system error -unable to enable pump power (monitor processor). As per follow up information received on 06nov2023. They repaired the device on the customer site. The issue was resolved. And the reported problem was alarm 65. It was due to processor circuit card. After replacing processor circuit card, device was tested. The water didn¿t cool down. Mixing pump and chiller pump was defective. Therefore, they replaced mixing pump and chiller pump. The issue was resolved. Replaced processor circuit card, mixing pump and chiller pump. First, they did swap test to find the defective part. And found processor circuit card problem. And functional test was conducted. But it failed in cooling. Chiller pump problem and mixing pump problem was found. No patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a processor circuit card failure. The device was evaluated upon receipt. It was confirmed that when the device was turn on an alarm 65 was received. The processor circuit card was replaced. The water didn¿t cool down. Mixing pump and chiller pump were faulty. Replaced mixing pump and chiller pump. This device was evaluated for functionality. It passed all tests successfully. The evaluation found no other issues with the arcticsun performance. The DHR is not required as this is not an out-of-box failure. The labeling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a processor circuit card failure. The device was evaluated upon receipt. It was confirmed that when the device was turn on an alarm 65 was received. The processor circuit card was replaced. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: the reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that alarm 65 (non-recoverable system error) occurred in an arctic sun device. Alarm 65 meant non-recoverable system error -unable to enable pump power (monitor processor). As per follow up information received on 06nov2023. They repaired the device on the customer site. The issue was resolved. And the reported problem was alarm 65. It was due to processor circuit card. After replacing processor circuit card, device was tested. The water didn¿t cool down. Mixing pump and chiller pump was defective. Therefore, they replaced mixing pump and chiller pump. The issue was resolved. Replaced processor circuit card, mixing pump and chiller pump. First, they did swap test to find the defective part. And found processor circuit card problem. And functional test was conducted. But it failed in cooling. Chiller pump problem and mixing pump problem was found. No patient involvement.